Event description:
It was reported following a diagnostic procedure for evaluation of dilated cardiomyopathy, a 6f angio-seal vip was successfully deployed and hemostasis was achieved. A pre-deployment angiogram was not performed. The patient was hospitalized overnight. The next day the patient felt groin and leg pain and a 5 centimeter (cm) hematoma developed. The patient's inr value was 1.4 and 3 units of plasma were given. Three hours later the patient underwent a surgical intervention to evaluate the bleeding. During surgery the surgeon didn't find the angio-seal device but accessed the vascular arteriotomy 3 cm up to femoral bifurcation and its normal dimension of 2 mm. The superficial femoral artery (sfa) was totally occluded. The surgeon carried out a surgical sfa thrombectomy and an ostial deep femoral artery thrombectomy by fogarty catheter. The surgeon found all arteries (common femoral, superficial femoral, and deep femoral) had calcific disease. The patient was hospitalized. Twelve hours later, the patient experienced leg pain and the leg appeared pale and cold. Two hours later the patient underwent a second surgical procedure and the sfa had re-occluded and was treated with an additional thrombectomy by fogarty catheter. Fluoroscopic examination of the popliteal and anterior tibial arteries appeared atherosclerotic but patent. Two days after the initial procedure, the patient experienced leg pain and the leg appeared pale and cold. The patient was transferred to a different hospital to investigate the adverse event. Angiographic images of the common femoral artery are not available, because it has not been performed. The physician who deployed the angio-seal is in the training process and works under the supervision of the cath lab manager who is trained on angio-seal vip. The patient's condition was reported to be good. The patient has medical history of hypertension.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.